Event description:
It was reported that this pacemaker system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead in multiple stored episodes over approximately one year. The rv lead is not a boston scientific product. The pacing inhibition resulted in asystole ranging from greater than one second to greater than three seconds in some of the episodes. The patient was noted to be pace therapy dependent. No patient symptoms are known. Boston scientific technical services suggested to the healthcare provider to perform a rv lead evaluation in the clinic. The device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead in multiple stored episodes over approximately one year. The rv lead is not a boston scientific product. The pacing inhibition resulted in asystole ranging from greater than one second to greater than three seconds in some of the episodes. The patient was noted to be pace therapy dependent. No patient symptoms are known. Boston scientific technical services suggested to the healthcare provider to perform a rv lead evaluation in the clinic. The device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the pacemaker device, rv lead and right atrial (ra) lead were all explanted and replaced. The rv and ra leads are not boston scientific products. No additional adverse patient effects were reported.